Event description:
A peritoneal dialysis (pd) patient contacted (B)(6) customer service to report the surgical tape is leaving little red bumps on the skin and is irritating. We will call the nurse to get another tape to order. The patient involvement is unknown however there was no harm or adverse event reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).